Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin and removing air from the cartridge. After changing the syringe needle twice, cartridge was successfully filled. Customer's blood glucose was 103 mg/dl.